Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the baton gave flickering images while plugged into the monitor. The baton was replaced.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs pgvl video baton 3-4, catalog: 0570-0185, sn: (B)(4).

Event description:
While in patient procedure, the customer reported using the gs pgvl video monitor with baton 3-4, which did not perform as intended. Gvl system began displaying a flickering image when cable on baton was moved. The procedure completed with the suspect device. No patient or user death or injury.